Manufacturer narrative:
Result: cracked head left siderail panel with fluid ingress. Cracked plastic scale module.

Event description:
It was reported by service report that the head left side rail panel was cracked, and there was fluid intrusion. The scale module was also cracked. No patient involvement or adverse consequences were reported.